Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient stated the connector had broken and could not be removed from the pump. The agent suggested carefully using an aid to attempt removal of the broken connector, advising that if successful, the pump could be used normally again. The patient was informed that if the connector could not be removed, pump replacement would be required. The patient indicated they were approximately one hour away from home and planned to attempt the suggested removal method first and call back if additional assistance was needed. The patient reported that blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.